Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation and lens opacity. Due to low vault without rotation and lens opacity, the lens was exchanged for a longer length lens. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic deformed and foreign material on the lens surface specifically, fibers. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).